Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: does the surgeon believe that the there was an alleged deficiency of the tlc75 device? No what does the surgeon believe to have caused or contributed to the leak? The original surgeon believed the first breakdown was caused by ischemia of an unknown origin. The surgeon who preformed the 3rd surgery did not offer an opinion. Does the surgeon believe that the patients tissue condition (ischemia) caused the leak? He believes its possible on the 1st surgery. Did the patient receive any preoperative chemotherapy or radiation? I believe he said no but will confirm what color reloads were used and what was the sequence of the firings? All blue. As stated in the original submission, tlc75 blue to divide the transverse colon and small bowel. Tlc75 blue for the anastomosis and tx60b to close the common otomy. What anatomical structures was the device fired on? Tlc75 on colon and small bowel were other stapling or suturing devices used when creating the anastomosis? No, tlc75 with a blue reload used to create anastomosis. It was oversewn with interrupted silk sutures. How was the common opening closed? Tx60b. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Visually. How many days postoperative was the leak confirmed? On post-op day 5, there was free air on imaging. No leak could be identified in the 2nd surgery. How was the leak identified? After the first surgery on the 1st reoperation, a leak was presumed due to free air. No leak was observed to the anastomosis. The area of ischemia was noted on the staple line where the colon was divided. On the 2nd reoperation, bile staining indicated a leak. Was the site of the leak identified? If so, where and what was observed? On the 3rd surgery, bile staining was noted to the tissue surrounding anastomotic staple line. Was it leaking through the staple line? He did not see an obvious leak, just evidence of it with the bile staining. Were any malformed staples or missing staples identified? If so, please describe the shape and location. No. What was done in the reoperation? This is described in detail in the original submission. There were 3 surgeries total. Is the colostomy temporary or permanent? No colostomy was performed. An ileostomy was done, and it will be decided later if it can be reversed. What does the surgeon believe to have caused or contributed to the leak? Patient tissue conditions and/or surgical technique. Did the patient receive any preoperative chemotherapy or radiation? No how was the integrity of the anastomosis checked intraoperatively? Visual with manual manipulation. Is the colostomy temporary or permanent? Temporary. What is the current status of the patient? Discharged from hospital. Surgeon does not believe there was a stapler malfunction. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had to be brought back to the operating room in recent weeks due to an "anastomotic breakdowns". Upon further questioning the following was received: on (B)(6) 2021, he took an (B)(6) man to the operating room for a right colectomy for colon ca. The right colon was taken down hand-assisted laparoscopically and externalized through the hand port. The colon was divided distally at or about the hepatic flexure and proximately at the ileocecal valve with a tlc75 blue respectively. A side to side anastomosis was performed with a 3rd tlc75 blue. He did not note the tissue to be thick or compromised in any way. The common otomy was closed with a tx60b. The entire anastomotic staple line was oversewn with interrupted silk suture. The patient was returned to the operating room on (B)(6) 2021 for free air on imaging. The tissue at the transverse colon staple line not incorporated in the anastomosis was noted to be ischemic. No obvious leak was noted. The entire anastomosis was resected and redone exactly as before. The pathology showed ischemia at the transverse staple line and the surgeon believes the free air was caused by microleaks due to ischemia. The patient was returned to the operating room on (B)(6) 2021 by the reporting surgeon. He told the original surgeon that he found evidence of a leak at the anastomosis with bile staining of the surrounding tissues. The anastomosis was resected and an ileostomy was performed. The original surgeon stated to me that he did not believe that the leaks were due to staple line failures. Neither surgeon reported finding mal-formed staples.